Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that they were charging the implantable neurostimulator (ins) more often than before. The ins was programmed to c+, 0-, 1- at 1.7 v, 450 usec, and 200 hz on the left side and c+, 8-, 9- at 1.7 v, 450 usec, and 200 hz on the right side. Impedances were measured and found to be within normal limits. The ins was typically charged for 0.8 hours every day. No patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient recharging more often has become too burdensome and was not expected performance of the device. It was stated the patient was charging for 30-40 minutes a day. The patient's ins was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Product analysis product ID# 37612: the implantable neurostimulator (ins) passed functional testing. Product analysis product ID# 37085-60 (two devices referenced above): analysis found the outer insulation of the extension body had a breached depression. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's ins and the extensions were returned for analysis.